Manufacturer narrative:
Brand name stealthstation¿ s8 system; product ID 9735670; product type: brand name ; product ID 9735787; product type: 2543-mnav - system brand name ; product ID 9735773; product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while the medtronic representative was setting up the system for a case, the main cart powered on and the camera cart did not. He rebooted the system and then both carts powered on. He selected the procedure type and on the instruments page, he experienced phantom touches that he was "unable to override". He also was seeing battery alerts while the system was plugged into wall power. No patient was present. Another rep later provided two videos which showed the medtronic menu opening without being clicked on the camera cart monitor, a photo of the battery service error, which also showed the localizer disconnected, and a photo of the system experiencing an error 64. The rep again later called to report that the main cart was not holding power. After hitting the power button on the main cart, the led lights up and fans could be heard for a few seconds before the cart completely shut off. The camera cart remained connected to the main cart and powered on throughout this process. Troubleshooting information was provided. The rep inspected the main cart battery pack and found no visible evidence of leakage (the battery back was reportedly the expected grey color with no black spots) . The rep turned off the camera cart, and the lights on main cart ups were as follows: ac was green, battery was amber, v2 was green, no other lights were illuminated. The rep powered on the main cart, and all status lights on the main cart ups illuminated as expected (all were green except for the amber battery led). The system booted to grub menu and then moved to the expected sign on screen. In stealthadmin self-test, the camera cart battery displayed 8% and charging and main cart battery displayed 100%. All internal network component statuses were green and connected for both carts. The rep reported system was kept plugged into wall power with the main and camera carts connected. The rep performed a reboot through the software. The grub menu was not encountered, and the camera cart battery displayed 13% and charging. After a few minutes of the system being on and connected to wall power, the main cart shut down unexpectedly. After the unexpected shutdown, the rep reported main cart ups lights displayed the following: ac was green, battery was amber and flashing, the v2 was off for about a minute and then came on and was "flickering".

Manufacturer narrative:
H3, h6: the system was serviced in the field and the hardware parts were replaced. B01, c13, and d02 are applicable. H3, h6: the uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. B01, c19, and d14 are applicable. H3, h6: the battery was tested (52.69v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. B01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.